Event description:
It was reported that during a coronary treatment procedure, guide catheter shaft damage occurred. The target lesion was located in the right coronary artery (rca). A j wire was inserted and a 6f runway guide catheter was advanced towards the rca. The physician was torquing the runway catheter in an attempt to engage the rca when the catheter began to tear/fray near the mid-shaft. The catheter was held together by the internal braiding. The catheter was withdrawn into the introducer sheath and then a vascular surgeon cut the catheter and was able to remove the catheter and sheath together. Nothing detached or was left inside the patient. The procedure was aborted, and it was decided to treat the patient medically. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).